Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("essure migration/migration of essure device location of device: uterus") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "migration of essure device location of device: uterus." On an unknown date, the patient started oral contraceptive nos at an unspecified dose and frequency. In 2010, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, premature menopause ("early menopause"), anxiety ("anxious"), depression ("depressed"), groin pain ("left groin pain"), abdominal pain lower ("center of lower abdomen pain") and abdominal pain ("left and right abdominal area"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, premature menopause, anxiety, depression and abdominal pain outcome was unknown and the groin pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, groin pain and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: unilateral occlusion(left tube occluded) most recent follow-up information incorporated above includes: on 25-may-2018: pfs and medical record received: reporter information, patient details, product information and events- migration of essure device location of device: uterus, left groin pain, center of lower abdomen pain and abdominal pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration/migration of essure device location of device: uterus') and uterine perforation ('perforation with the vcare was noted at uterine fundus') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included oral contraceptive nos. Other product or product use issues identified: device ineffective "migration of essure device location of device: uterus". The patient's medical history included female sterilization, pelvic pain female and cystoscopy. On an unknown date, the patient started oral contraceptive nos at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), anxiety ("anxious"), depression ("depressed"), groin pain ("left groin pain"), abdominal pain lower ("center of lower abdomen pain") and abdominal pain ("left and right abdominal area"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and robotic assisted total laparoscopic,hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, premature menopause, anxiety, depression and abdominal pain outcome was unknown and the groin pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, groin pain, premature menopause and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: 4 coils were visualize emanating out of the left tubal ostia and 4- 1/2 coils emanating from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: unilateral occlusion(left tube occluded). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : uterine perforation. Most recent follow-up information incorporated above includes: on 9-dec-2020: mr received: event: 'perforation with the vcare was noted at the uterine fundus' , medical history, reporter information were added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure migration/migration of essure device location of device: uterus') and uterine perforation ('perforation with the vcare was noted at uterine fundus') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included oral contraceptive nos. Other product or product use issues identified: device ineffective "migration of essure device location of device: uterus". The patient's medical history included female sterilization, pelvic pain female and cystoscopy. On an unknown date, the patient started oral contraceptive nos at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), premature menopause ("early menopause"), anxiety ("anxious"), depression ("depressed"), groin pain ("left groin pain"), abdominal pain lower ("center of lower abdomen pain") and abdominal pain ("left and right abdominal area"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy and robotic assisted total laparoscopic,hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, uterine perforation, premature menopause, anxiety, depression and abdominal pain outcome was unknown and the groin pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, depression, device expulsion, groin pain, premature menopause and uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: 4 coils were visualize emanating out of the left tubal ostia and 4- 1/2 coils emanating from the right tubal ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: unilateral occlusion(left tube occluded). Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : uterine perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jan-2021: quality-safety evaluation of ptc. Incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, premature menopause ("early menopause"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of the essure devices). Essure was removed in (B)(6) 2017. At the time of the report, the device dislocation, premature menopause, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device dislocation and premature menopause to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram; on an unknown date: result not provided. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.